Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('3 weeks') and genital haemorrhage ('bled') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced genital haemorrhage (seriousness criteria medically significant and intervention required), hypothyroidism ("hypothyroidism") and autoimmune thyroiditis ("hashimotos"). The patient was treated with surgery (surgery to remove essure and ablation). Essure was removed. At the time of the report, the medical device removal, genital haemorrhage, hypothyroidism and autoimmune thyroiditis outcome was unknown. The reporter considered autoimmune thyroiditis, genital haemorrhage, hypothyroidism and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: genital haemorrhage, medical device removal, hypothyroidism and autoimmune thyroiditis. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Events added: hypothyroidism and hashimotos. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('3 weeks') and genital haemorrhage ('bled') in a female patient who had essure inserted. In (B)(6)2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced genital haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure and ablation). Essure was removed. At the time of the report, the medical device removal and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: genital haemorrhage and medical device removal. Most recent follow-up information incorporated above includes: on 15-jan-2020: content from social media received. Event bled was added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('3 weeks ') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: medical device removal no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.